Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a double infusion procedure in the neck on (B)(6) 2024 and topical skin adhesive was used. Following procedure, patient experienced a skin reaction of redness, blisters, tightness of breath and with the rash spreading from her neck to her arm. She has been prescribed with hydrocortisone cream, prednisone, epipens to clear it up and the facility will look to do more lab test within the next 3-5 days while ensuring that the rash is clearing up. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: patient went to the allergist as the reaction has not yet settled down and her allergist is requesting a sample. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Event date: acdf surgery 27th november 2024 - c5-c6 & c6-c7 discectomy and cervical fusion with bone grafts. Wound closure with dermabond. ¿ was there any quality issue experienced with the product? If so, please clarify. * no quality issue with the product. The product began to peel off as the allergic reaction became more severe. * patient experienced severe allergic reaction post-surgery. The patient is known to be anaphylactic to peg (polyethyleneglycol) and carries two epi-pens pens in case of exposure. ¿ did this issue contribute to any patient adverse event? * severe allergic reaction * swelling around the wound site * wound was hot to the touch, very swollen and oozing clear fluid. No sign of infection * the patient developed hives and a very itchy rash around the wound site, that was spreading across the chest and down the arms. At times the rash would tingle/sting like the nerves were being triggered. Prescription steroids have halted the spread of the rash at the moment. * patient has been experiencing tightness of the chest both anteriorly and posteriorly, laboured breathing, asthma, and difficulty swallowing. Pain is worse when ambulant. ¿ were there any patient symptoms manifestations? If so, please describe * swelling around the wound site * wound was hot to the touch, very swollen and oozing clear fluid. No sign of infection * the patient developed hives and a very itchy rash around the wound site, that was spreading across the chest and down the arms. At times the rash would tingle/sting like the nerves were being triggered. Prescription steroids have halted the spread of the rash at the moment. * patient has been experiencing tightness of the chest both anteriorly and posteriorly, laboured breathing, asthma, and difficulty swallowing. Pain is worse when ambulant. ¿ were there any patient consequences? * patient has not been able to wear cervical collar due to hives and itchy rash. * patient is still on a cold liquid diet, as a result of swelling and difficulty swallowing * laboured breathing; * chest pain * severe anxiety and triggers for ptsd * the patient cannot stand up for very long as breathing becomes worse. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. * EKG performed - results normal * CT chest performed to rule out pulmonary embolism - CT clear * monitoring of symptoms. Review in 7 days. * patient was prescribed two epipens * patient prescribed - prednisone 4x10mg daily for 4 days then taper - hydroxyzine 25mg 3x/daily - triamcinolone acetonide cream usp 0.1% 2x/daily to affected area * the patient also taking - albuterol as required; and incruse ellipta 62.5mg as required to help with breathing. * paitent seeing neurologist (B)(6) 2024 for review. The patient seeing pcp on 12/13 for f/u happy to provide any other information if required and can provide photographic evidence if needed. Allergic reaction is on-going at this time and has not cleared up as quickly as hoped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.